Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and damage occurred. Access was obtained via the right femoral artery. The 90% stenosed eccentric de novo lesion measuring 3.00mm in diameter and 38mm in length was located in a mildly calcified and non-tortuous left anterior descending artery. The lesion was predilated with a 1.5mm balloon which reduced the stenosis to 70%. A 3.0x38mm taxus liberte¿ stent was advanced to the lesion but could not cross. It was noted that the stent became damaged prior to dislodgement due to the multiple failed attempts at crossing the lesion. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the patient. The stent was able to be removed from the patient. The procedure was completed by placing another 3.0x38mm taxus liberte' stent in the lesion and placing a 3.5x23mm non bsc stent in a second lesion in the left circumflex artery. No further patient complications occurred. Patient status is listed as stable.

Manufacturer narrative:
Device is combination product.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement and damage occurred. Access was obtained via the right femoral artery. The 90% stenosed eccentric de novo lesion measuring 3.00mm in diameter and 38mm in length was located in a mildly calcified and non-tortuous left anterior descending artery. The lesion was predilated with a 1.5mm balloon which reduced the stenosis to 70%. A 3.0x38mm taxus liberte stent was advanced to the lesion but could not cross. It was noted that the stent became damaged prior to dislodgement due to the multiple failed attempts at crossing the lesion. The physician attempted to pull the stent back into the guide catheter, but the stent dislodged in the patient. The stent was able to be removed from the patient. The procedure was completed by placing another 3.0x38mm taxus liberte stent in the lesion and placing a 3.5x23mm non bsc stent in a second lesion in the left circumflex artery. No further patient complications occurred. Patient status is listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the stent moved proximally on the balloon, so that the distal edge of the stent was 17mm proximal to the proximal end of distal markerband. This type of damage is consistent with the stent being placed back on the sds. Follow-up indicated that the physician had placed the stent back on the sds for return for analysis. The stent was damaged throughout with the struts misaligned. The tip of the stent delivery system (sds) was damaged. It was pinched closed. There was no damage to the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).